Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "status 81" message upon power-up. The complainant indicated there was no pt involvement with this reported malfunction.